Event description:
It was reported that the device was overheating and black debris resembling metal shavings was found on the handpiece at the end of a bunionectomy. The debris was found in the surgical site, which was then irrigated and flushed clean. The procedure was completed successfully and no additional treatment was given. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.